Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. The customer's sensor glucose reading was below 60 mg/dl but her blood glucose level was 170 mg/dl. The customer did not exhibit symptoms of low blood glucose. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.